Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER with multiple inappropriate shocks. Upon device interrogation, t-wave oversensing was observed. Lead was capped and replaced. Patient is well and will continue to be monitored.